Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed that this device had prematurely depleted. The titanium case was opened and an inspection of the internal components revealed no irregularities. A longevity calculation, performed using the implant parameters, determined that the battery had depleted earlier than expected. Our laboratory technicians performed additional tests designed to isolate the cause of the premature depletion. Current drain was measured to determine if excessive demands on the battery caused it to deplete. Current calculations determined that a high current drain was present while the device was implanted. Analysis concluded the cause of the premature battery depletion was isolated to a depleted battery. However, despite exhaustive laboratory analysis, the condition that led to the early battery depletion could not be reproduced.

Event description:
Boston scientific crm received information that the patient with this device was lost to follow up. During a follow up visit, interrogation revealed this cardiac resynchronization therapy defibrillator (crt-d) device revealed end of life (eol) status. As the patient is pacemaker dependent and has variable right ventricular threshold measurements, a decision was made to perform an urgent device replacement procedure. This device was removed, replaced and returned for analysis. In addition, a right ventricular pace/sense lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt to the (B)(4) laboratory, analysis revealed this device had reached replacement indicators while implanted. The titanium case was opened and visual inspection revealed no irregularities. Testing found that the battery was depleted earlier than expected. When connected to an external power source, the device passed all tests and operated normally. Analysis determined there was a high current drain while this device was implanted, however the cause could not be determined. Although the end of life (eol) was caused by a depleted battery, laboratory analysis was unable to reproduce the condition that caused the battery to deplete prematurely.

Event description:
- -

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, device analysis will be performed and this event will be updated.